Event description:
The user has an open wound over the implant housing and a confirmed mrsa (methicillin-resistant staphylococcus aureus) infection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has an open wound over the implant housing and a confirmed mrsa (methicillin-resistant staphylococcus aureus) infection. The user's wound was cleaned and the device was not explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from an open wound over the implant caused by an infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Reportedly the recipient underwent a revision to clean the wound. The device remains implanted and in use.